Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the probe unit broke inside the pt, it was further reported that the broken piece couldn't be found and was not retrieved from the pt.